Event description:
It was reported that this lead was an attempted implant. During the procedure, the sensing and impedance were good; however, it was not possible to obtain capture. The lead was exchanged, and the procedure was successfully completed without adverse effects. The lead was returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. A wire insertion test was also performed and indicated no blockage in the lead lumen. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this lead was an attempted implant. During the procedure, the sensing and impedance were good; however, it was not possible to obtain capture. The lead was exchanged, and the procedure was successfully completed without adverse effects. The lead was returned for analysis.